Event description:
Customer's mother called to report her daughter having elevated blood glucose levels that ranged between 108 - 309 mg/dl while wearing this pod. Customer was able to activate a new pod successfully. No further issues were available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bc levels and was able to start a new pod successfully. The lot found to have met all acceptance criteria.